Event description:
Procedure type: lower anterior resection. According to the reporter: the blade would not retract and the jaws locked on the tissue. The doctor had to convert to an open procedure, was then able to place a new device next to the locked unit, and was then able to remove the defective unit. There was no bleeding reported in excess of 250cc. The case was extended by more than 45 minutes. There was no additional unanticipated tissue loss.

Manufacturer narrative:
(B)(4).